Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in japan. We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the japan market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that post operative endophthalmitis was confirmed in a patient's eye after intraocular lens implantation. A vitrectomy procedure was performed, however, there was no bacteria found upon culture results.

Manufacturer narrative:
The product was not returned. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. (B)(4).